Event description:
When using the oraquick, a rapid hiv-1 antibody test manufactured by orasure technologies. It is very, very difficult to read a positive test results. In the package insert it shows an example of a reactive test results. This example is very deceptive as the line noted is not as one see it. When doing their cap survey and running a positive control, the reactive line in actuality is very, very faint. So faint that experienced medical techs are hard press to read a known positive as positive.